Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's caregiver was not wearing a mask while assisting the patient with pd therapy. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin, (during dwell when performing a manual bag exchange for four to six hours, frequency and duration not reported). It was reported the patient was not recovered from this peritonitis event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.